Event description:
Adverse event(s): "blurry vision" (blurred vision). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that following bilateral intraocular lens (iol) implant surgery, he has blurry vision and needs three different pairs of glasses to function. Medical records were requested and received. According to the medical records, following the iol exchange procedure, the consumer continued to experience blurry vision. An astigmatic keratotomy was performed. A yag laser procedure was performed for posterior capsule opacification. A lasik procedure was also performed to improve visual acuity. The surgeon attempted to perform a lasik touchup procedure, but had to abort the procedure due to complications with the flap. Following the aborted procedure, the consumer developed diffuse lamellar keratitis which was treated with medications. A corneal culture returned positive for growth of coagulase negative staphylococcus. Several months later, the consumer was treated with medications for cystoid macular edema (cme). A consultation was performed by a retinal specialist due to the cme and the consumer reporting he was seeing floaters. The specialist felt the cme had resolved and also noted a partial posterior vitreal detachment. The consumer reported he still was unhappy with his near vision. Another astigmatic keratotomy procedure was performed, but the consumer continued to report blurry near vision. Additional information has been requested. There are four medical device reports associated with this event. This report is for the second exchanged iol for the right eye. This lens remains implanted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/14/2010, 06/24/2010 and 06/28/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 07/09/2010. (B)(4).